Manufacturer narrative:
(B)(4).

Event description:
The customer reports blood coming out of the stopper immediately after placement.

Event description:
The customer reports blood coming out of the stopper immediately after placement.

Manufacturer narrative:
(B)(4). No sample was returned; however, the customer did return one photo showing an inserted catheter from a edc-00818 device with blood leaking out of the proximal seal. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this device cautions to never attempt to insert a needle or blunt cannula into the seal in the back of the catheter hub. The customer reported issue of the device leaking in use was confirmed based on the review of the customer supplied photograph; however , without the actual device to evaluate, the probable cause could not be determined. A device history record review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.